Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After successful resection of the femur, the tibia preparation was not able to be completed due to locking of the robotic arm. Intra-operative troubleshooting attempts that followed were unsuccessful. The surgeon determined that the proper course of action was to convert to another unicondylar implant system.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). A mako field service representative evaluated the rio system on (B)(4) 2011, and the motor was replaced on (B)(4) 2011. All field service tests performed per the service manual were successful after the replacement, and the system was released for clinical use. The motor assembly was evaluated by engineering and the motor encoder read head was found to be faulty. The results of the evaluation revealed that the root cause of the event was a failed motor encoder.